Event description:
End user reported that when he was getting off of his (B)(4) commode he sustained a hairline papercut on his pelvis/lower spine from a sharp plastic piece on the seat. The wound turned into a stage 4 pressure sore, 3x3 diameter. The nurses had to dress and pack the wound every other day.